Event description:
On (B)(6), 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying an apply sample message after the blood sample was already applied to the test strip. The medical surveillance specialist (mss) was unable to reach the patient or reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began approximately 1-2 months ago. The patient reportedly manages her diabetes with novolog and humalog insulin and is a self-adjuster. The reported stated that the patient stopped taking her novolog insulin and decreased her dose of humalog insulin to 75/25 in response to the alleged issue. It is not clear why the patient decreased her insulin. The reporter claimed that approximately 1 week later the patient developed symptoms of "shaking, dizziness and chest pain." Despite the symptoms, the reporter denied that the patient received any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was using the correct test strips and the testing procedure was followed correctly. The sample did completely draw into the test strips but the alleged issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, decreased/stopped her insulin and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.